Manufacturer narrative:
The oad was returned to csi for analysis, and a visual examination confirmed that the driveshaft was fractured at the distal edge of the crown. The distal fractured segment was not returned. Scanning electron microscopy was performed and identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. At the conclusion of the device analysis investigation, the report that the oad driveshaft fractured was confirmed. However, the exact root cause of the fracture is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was used to treat a totally occluded, severely calcified lesion in the right external iliac artery. Six treatment passes were performed on low, medium and high speeds in a proximal to distal direction. The oad was removed from the patient, and a series of balloon inflations were performed. A dissection was noted via imaging, and a foreign body was noted in the distal superficial femoral artery. A stent was placed in the external iliac in order to retain wire access, and a snare was inserted. Following multiple attempts, the foreign body was removed and confirmed to be the nose length of the oad. Final images were obtained and showed a good result, and the patient was discharged. The physician stated that the dissection was caused by aggressive angioplasty post-oas and not by the csi device.